Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding wear & disassociation involving an unknown head was reported. The event was confirmed via device evaluation. Method & results: -product evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'accolade I trunnion corrosion resulting in failing of the hip implant.' Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. Further information such as pre- and post-operative x-rays, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Accolade I trunnion corrosion resulting in failing of the hip implant. Total hip revision by removing accolade I stem, trident cup and liner. Consequently, placing revision stem and cup from competitor.